Event description:
After an implant duration of about (B)(6), a loss of capture was reported and the device could not be interrogated, therefore it was explanted. No adverse pt side effects have been reported.